Manufacturer narrative:
(B)(4). Date sent: 9/27/2023 d4: batch # 372c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage, with an opened package, and fully fired with some b-formed staples on the reload deck. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  A manufacturing record evaluation was performed for the finished device batch number 372c73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled?. How much blood was lost (ml)?. Did the patient require a transfusion?. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition?. Please specify the failure for product code el5ml: did device not feed clips?. Did device feed clips sideways?. Did device not fire clips (jammed)?. Did device fire malformed clips?. Did device fire scissored clips?. Did device drop or eject clips?. If other, please specify. The batch/lot number a9091d for the el5ml was incorrect. Do you have the correct batch/lot numbers?. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted colectomy, the clip malformed into teardrop shape at 2nd firing of the double stapling method. The bleeding occurred from the staple line on the cut end of ascending colon which was cut by gst60d. The staple form of the gst60d was loose. The whole staple line was soft coagulated. It was bleeding severely, so the cartridge was replaced to gst60b. Another device was used to complete the case. No further information is available.